Event description:
Both proximal end and distal tip have curves on them that should not be there. It seemed a packaging issue. The catheter was shaped in a way that would not be functional for the procedure purpose. The catheter was removed. A new catheter was used. No injury to the patient. The catheter was given to the rep. Manufacturer response for cs ez steer catheter, biosense webster ez steer bi directional cs (per site reporter): none known.